Manufacturer narrative:
The hba1c reagent lot number was 76518401, with an expiration date of 31-jul-2025. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient sample tested with tina-quant hbalc gen. 3 on a cobas c 311 analyzer. The patient samples were repeated because their previous glucose and hba1c results were within normal reference ranges in the past 2 months. The first sample initially resulted in an hba1c value of 6.81 %. The sample was repeated using an hplc method, resulting in a value of 5.1 %. The second sample initially resulted in an hba1c value of 6.21 %. The sample was repeated using an hplc method, resulting in a value of 4.8 %.

Manufacturer narrative:
Discrepant results were provided for an additional patient sample (patient 3). On (B)(6) 2024 the result from the c311 analyzer was 5.22%. The repeat by the hplc method was 5.8%. The investigation is ongoing.

Manufacturer narrative:
The field service engineer adjusted sample and reagent probes. The customer ran a comparison between the analyzer and hplc; the results were good. The investigation could not identify a product problem. The cause of the event could not be determined.